Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at insertion site. The customer also received a change sensor alert, sensor signal not found alert and had a loss of communication between insulin pump and transmitter. The customer reported blood glucose value of 780 mg/dl. The customer was admitted to the hospital and treated with intravenous insulin infusion for hyperglycemia and diabetic ketoacidosis. The hyperglycemia was also treated with insulin and customer experienced symptoms such as feeling sick during hospitalization. The event involved products mmt-332a, mmt-242a, mmt-7040ma, mmt-1884l. Troubleshooting was performed for sensor alerts and the sensor securely taped to skin and was still in place. Troubleshooting was performed for site issues and advised customer to insert sensor in a different location and monitor site. Troubleshooting was performed for loss of communication and the issue was resolved by inserting a new sensor. Troubleshooting was partially performed for hyperglycemia and later customer declined. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040ma. No product return is required for mmt-1884l.